Manufacturer narrative:
Investigation findings: items returned for investigation: balloon microcatheter the balloon was returned deflated. Residual contrast was observed in the hub. The hub was bypassed and the balloon was inflated with dyed saline; the air in the balloon was unable to be fully purged as the balloon had been previously inflation during the procedure. Investigation conclusion: the reported complaint is unconfirmed as the balloon was able to inflate and deflate normally during the investigation. No leak or rupture was observed. The investigation found no damage or anomaly that could have contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. "Instructions for use (IFU) includes following warnings and precautions: warnings: verify the size of the vessel under fluoroscopy. Ensure that the balloon guide catheter is appropriate for the size of the vessel. Do not exceed the maximum recommended inflation volume as balloon rupture may occur. For working lumen, do not exceed 300 psi (2068 kpa) maximum recommended infusion pressure. Excess pressure may result in catheter rupture. When air-purging the balloon guide catheter, inject fluid slowly otherwise balloon rupture may occur. Do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. Always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Failure to abide by the warnings in this labeling might result in damage to the device coating, which may necessitate intervention or result in serious adverse events. Precautions: after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. Verify balloon guide catheter compatibility when using other ancillary devices commonly used in intravascular procedures. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal."

Event description:
It was reported that the balloon catheter was used in an arteriovenous malformation (avm) embolization procedure where a non-microvention liquid embolic system was administered. The balloon catheter was prepared according to IFU without any issue. Reportedly, inside the patient, contrast dye leaked out of the balloon while inflating. The balloon thought to be ruptured. Inflation was performed with 0.25ml syringe and not much pressure. The balloon catheter was removed from the patient and another balloon catheter of the same model was used without any issue. There was no patient harm or injury reported.